Event description:
The patient underwent an additional pars plana vitrectomy procedure for the removal of nuclear fragments from the right eye. The patient also experienced high intraocular pressures that required multiple treatments. A moderate amount of astigmatism was experienced that was unable to be corrected with a toric lens. It was reported that the patient is healing from the vitrectomy and is adjusting to the astigmatism.

Manufacturer narrative:
Corrected information has been provided in sections a.2, b.5, h.6 and h.10. This report was initially submitted on time under manufacturing report number 2523835-2021-00161. Additional information received since submission of the initial report clarified that the actual suspect device is now different from what was originally reported. Any further reports for this event will be submitted under the current manufacturing report number 2028159-2021-00590. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in d.4 and h.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The microscope was installed at the customer site. The microscope was then tested and met all product specifications. The microscope manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The microscope was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A resident surgeon was performing the phacoemulsification phase of a cataract procedure on a patient's right eye and the posterior capsule tore. A part of the cataract dropped into the vitreous cavity and another surgeon, who was supervising took over, removed the remaining cataract, performed an anterior vitrectomy and inserted an anterior intraocular lens (iol). The patient is expected to have an additional procedure (retinal) to have the lens removed and another iol implanted.. Additional information was received indicating the surgeon found it hard to determine the depth of the phacoemulsification groove with the microscope during surgery. The groove ended up being too deep which caused a rupture in the posterior capsule, requiring additional anterior vitrectomy procedure.